Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was leaving an elevated ring where it was inserted causing abrasion to the patient. There was no medical intervention administered as a result of the defect. The event occurred on (B)(6) 2022 , but it had happened a few times in the past as well . No medical intervention was reported. As per sample received on 21sep2022, it was noted that the foley catheter with batch-nggn0060 was returned for evaluation.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 2-way catheter. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing, mushrooming, or leaks noted. Therefore, product meets specifications according to which states balloon must inflate and deflate with use of syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the reported event is unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that foley catheter was leaving an elevated ring where it was inserted causing abrasion to the patient. There was no medical intervention administered as a result of the defect. The event occurred on 01sep2022 , but it had happened a few times in the past as well . No medical intervention was reported. As per sample received on 21sep2022, it was noted that the foley catheter with batch-nggn0060 was returned for evaluation.